Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo infusion set separated from the adhesive. It was noted that one wing of the pump clip recently broke. There was patient involvement, no injury was reported.